Event description:
On (B)(6) 2010, pt had surgery for stress incontinence and hysterectomy. Immediately after surgery, pt was incontinence free. After a few weeks, pt began experiencing pelvic pain, recurrent bladder infections once a month, increased urinary incontinence more than ever before, and she states that her stomach "feels swollen". Since pt has a severe increased in urinary incontinence, she has to wear pads to protect her clothing. Pt went to doctor and he states she has sling retention. Pt was out of work for four months due to abdominal pain, bladder infections, and urinary incontinence. Pt states she would be up 2-3 times a night due to constant pain. Pt had CT scan which was negative. Her doctor elected to do a revision on (B)(6) 2011 to adjust the sling. Per pt, the doctor told her sling was compressing her urethra and it had migrated forward. The doctor also told her that the sling was now attached to her bladder and that removing the sling all together could injure her bladder or potentially be fatal. The surgery took 2 1/2 hours verses 45 minutes. The pt states that her quality of life has drastically changed, she had to reduce her work hours due to the physical demand of her job and the constant pain she feels.